Event description:
The customer reported that the system displayed a high ma warning message and a ma on in error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the x-ray tube, performed calibration of the generator and filament, aligned the generator, the collimator and the filmless beam. The system was tested and found to be working as intended and put back in service.